Event description:
(B)(4)

Manufacturer narrative:
The user facility reported that an employee utilized the hand control to command the table to level however the table did not respond to the command and continued to tilt right. The patient was transferred to a stretcher and onto another table where the procedure was completed successfully. No injuries to hospital staff or patient reported. The procedure was delayed due to the reported event. The table subject of the reported event was removed from service and the user facility's biomed contacted steris. A steris service technician inspected the table and found the hand control displaying "sensor fail". The steris troubleshooting guide in section 5 of the maintenance manual states that if the hand control is displaying sensor fail to recalibrate the table. The technician recalibrated the table, checked all wiring on boards for loose connections, tested the table multiple times in various positions and commanded the table to level. No issues were noted and the table was returned to service. No additional issues have been reported. The table was installed on 5/21/2010 and is not under steris service contract.